Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was unknown. The customer stated that he was having problems with the battery. The customer stated that he changed the battery and the screen did not turn back on. The customer was advised to insert new aaa alkaline batteries. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer took a bolus to correct and monitor the blood glucose instead of troubleshooting. The customer also stated that he had a bayer meter that was not sending the blood glucose to the pump. The customer will be sent a replacement battery cap.